Event description:
Customer complained of sweating, developed seizure and lost consciousness. Paramedics were called. The adc meter reading was 112 mg/dl and with the same blood sample, the paramedics' meter reading was low (less than 20 mg/dl). The customer was not taken to the ER. No treatment for the event was reported. Please note that customer did not was and dry her hands prior to testing and that she excessively squeezed test site to obtain blood sample.